Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, rebooting the system (including the computer) resolved all the problems. It is likely there was a problem with the system setting or connection, which may have triggered the phenomena. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed having issues with their cv-180 image going into the provation computer system. Tac checked the cables and determined that the pc out2 on the back of the cv-180 was not connected into the provation computer. Once the connection was made, the customer was able to view live endoscopy image on the computer system. The customer was now able to capture pictures manually via the keyboard for provation but not the scope switch. Tac proceeded to check the remote cable and it was going from pc remote on the cv-180 to the provation computer system. Tac asked the customer to move the olympus keyboard to the cv-180 system to access the system setup and user presets menu however, it was unsuccessful. When pressing the button combination, the device would beep and not allow access to the system or user presets. Tac instructed the customer to re-seat the usb keyboard cable and power cycle the equipment several times but that did not work. Lastly, tac asked the customer to power the system down, remove any remote cables on the back of the cv-180 , power the system back on and try the keyboard again but the unit was still unresponsive. Tac was unable to get the keyboard to display the system set up menu of the cv-180 and the customer opted to call back later for further support. A follow up was made and the customer confirmed that the issue was resolved after rebooting the entire system. No device will be sent in for repair and evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii video system center is displaying black image when capturing from the scope. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.